Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age & weight not provided for reporting. Date of event: unknown. Other UDI: (01) unknown (10) lot unknown, UDI is unavailable. This report is for unknown tfn nail/unknown lot number. Implanted date: original implant was implanted in 2012. Explanted date: not explanted. PMA / 510k#: unknown. The patient experiencing an allergic reaction to the devices. The devices are still implanted at this time. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient has requested information on the metallic properties of his trochanteric fixation nail (tfn). The patient was surprised to hear that the device was not evaluated for safety in the magnetic resonance (mr) environment and stated that he ¿got burned¿ from a previous magnetic resonance imaging (MRI) that was done in 2015. The patient noted he had a left hip fracture and the original device was implanted in 2012. The patient began experiencing leg weakness post op. The orthopedic physician suggested that the patient may be experiencing an allergic reaction to the implants. In 2015 the patient had a sacroiliac MRI. During the procedure the patient states that he was burned in the groin area from the implant heating up and the experienced nerve damage caused by the burn. The implants are still implanted at this time. There are 2 devices in this complaint. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional classification code: hwc. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: august 19, 2011. Expiration date: july 2020. Part no: 456.415s, lot # 6743388 (sterile) - 11mm/130 deg ti cann troch fixation nail 340mm/left- sterility documentation was reviewed and determined to be conforming. Components reviewed: raw material part no: 21069, lot no: 6684634 received from dynamet company. Certified test report and certificate of test for titanium received from dynamet meet specification. Raw material receiving/putaway checklist meet specification. Inspection sheet - inspect dimensional / final inspection: revision t and revision h meet inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Lot & part number provided for reporting. UDI: (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update, (B)(6) 2017, patient provided updated information, as a result, a 3rd part was added to complaint. There are 3 devices in this complaint this report is 1 of 3 for (B)(4).